Event description:
It was reported that chest wall stimulation was noted by the patient 3-4 days after implant. Loss of ventricular capture was observed. While the echo did not show a pericardial effusion, it did suggest penetration of the lead tip in the rv myocardium. The lead was repositioned due to perforation in 2008 and remains implanted.

Manufacturer narrative:
Na